Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. It was determined that the device had declared elective replacement indicator (eri) due to extended charge times that were out of the extended charge time limit for the device. The patient was on vacation and will have the device replaced upon returning home. The device is a part of the mid-life display of replacement indicators advisory. No adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.